Event description:
It was reported the patient is experiencing unintended stimulation when the stimulation is turned off. A sjm representative met with the patient and lead diagnostics were normal. The physician states that there were visible fractures or invalid impedances. Additional x-rays have been ordered. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.